Event description:
The account reported the right side rail wold not latch. The stretcher was located in the basement at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the right side rail end tube was broken in half, preventing the rail from latching. The most likely cause of the broken end tube is that the side rail was ran into something for example a door jam or wall while transporting. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not ent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The right side rail end tube and shoulder screw were replaced to resolve the issue. Based on this info, no further action is required.